Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Coordinator transfer the call to a customer care representative reporting that caller was concerned about the hi result obtained by customer on the truemetrix meter. When call was transferred, caller advised that the customer was feeling dizzy and that they were going to seek medical intervention for the customer. Call phone number was confirmed for follow up due to customer having to go seek medical intervention. Customer was not able to continue with the troubleshooting process and no further information was able to be obtained.